Event description:
An oily material was noticed in the anterior chamber and on the iol post-op to the cataract surgery, performed in 2003. The pt also presented acute corneal decompensation. The lens was explanted and replaced.